Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated the user experienced a low blood glucose of 145 mg/dl. The user alleged the insulin pump was over delivering insulin due to blood glucose goes down rapidly in an hour without taking bolus. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Troubleshooting was performed. No harm requiring medical intervention was reported. The device will be returned for analysis.